Event description:
It was reported that the ventilator alarmed and stopped cycling while connected to a pt. The pt was placed on a back-up ventilator. The pt is not 100% ventilator dependent. No pt harm reported.